Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # product ID: 4965-15 a proximal portion was received measuring 8.5 cm. A distal portion was received measuring 2.5 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo, visual summary analysis of the lead was performed. (B)(4).

Event description:
It was reported that the patient died. One week prior to the patient's death, a lead warning was experienced by the right ventricular (rv) lead. On the day of death, the patient was "playing outside and collapsed," then airlifted to the hospital. The device was interrogated and a "steady rise in rv impedance indicating a fracture occurring" was noted. Further reported was the patient had been "down about an hour prior to the team working on [the patient]." The patient was pronounced dead four hours later. Additionally noted was the physician "wanted to put in a second ventricular lead" as the patient was "completely pacemaker dependent," this was "highly resist[ed]." The physician further stated, this was "not an issue with the product." The cause of death was requested and will not be received. It was later reported via a legal form that the right atrial (ra) lead was fractured. The cause of death was also reported post autopsy as cardiac death due to lead fracture.